Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v754192, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v741667, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(4) 2011, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v754192, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v741667, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported that there was high impedance of 40,000. It was noted that during replacement the healthcare professional (hcp) noticed that it was very difficult to insert the extension into the header block. The hcp tried to back the header screw in case it had been engaged. After working it carefully but with difficulty the impedances were checked and contacts 8, 9, and 10 were high. It was noted that preoperative impedances were normal. The extension was removed from channel two header block and inserted into channel one with some difficulty. The impedances were rechecked and only two of the three contacts were high. Because the extension fit seemed extremely tight the hcp decided to try a different implantable neurostimulator (ins). It was noted that both of the extensions fit without feeling tight however electrodes 8, 9 and 10 continued to read greater than 40,000. The patient was completely reprogrammed utilizing contact 11. The patient seemed to be getting therapy from this contact. It was noted that the device was not implanted. Actions required as a result of the event included reprogramming. The cause of issue was not determined. There were no patient symptoms or complications associated with the event. Additional information received that the hcp had used the backup ins. It was noted that everything plugged in ¿without a problem¿ but the high impedance remained. Additional information received reported that the replacement was going well. Additional information received reported that it was the right extension. The cause of the impedance issue was undetermined but the hcp thought it was related to the tight fit to the header block. The patient was reprogrammed using the contact 11 and seemed to be doing great. Additional information was requested but was not available at the date of this report.